Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports fire from their adc device and the device "became hot when charing it." It is unknown at this time if the charging cable used was the cable supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre, libre 2, and libre 3 readers is associated with report of corrections and removal number 2954323-mm/dd/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Event description:
Customer reports fire from their adc device and the device "became hot when charging it." It is unknown at this time if the charging cable used was the cable supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre, libre 2, and libre 3 readers is associated with report of corrections and removal number (B)(4). Submitted to the FDA on 09-feb-23. Adc field action (B)(4). Was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. A visual inspection was performed on the returned reader and no issues were observed. There was no evidence of reader too hot to hold. The returned reader was further investigated and de-cased. A visual inspection was performed on the readers printed circuit board assembly (pcba) and no evidence of over heating was observed. The off current was measured and was found within specification. Performed a visual inspection on the returned reader and no signs of damage or corrosion was observed. However, the reader was unable to turn on from pushbutton, test strip insertion, and usb cable insertion. The battery was measured within specification. However, no further testing could be conducted due to the reader not powering on. Therefore, this issue is unable to test. An extended investigation has been performed for the reported complaint. The DHR for the libre reader indicated by the serial number provided by the customer and kit pack for verification of correct cable and adapter was reviewed. The dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.